Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) in the morning. Reportedly, at the time of the reported event, bg increased to 135 mg/dl. The customer was unable to provide cause of bg and declined to perform troubleshooting with tandem technical support. The customer did not allege any issues with the pump.